Event description:
(B)(4). I began having severe lower back and pelvic pain just weeks after having essure implanted. Gradually, additional problems arose, including debilitating chronic joint pain, weight gain / bloating, fatigue, brain fog, and headaches. None of these issues were present prior to having essure implanted. I had a hysterectomy six months later to remove the device, and all of the problems mentioned here went away within a few days of removal!